Event description:
It was reported that the patient was unsure if the therapy was helping or not. The patient was experiencing loss of bladder control. No stimulation sensation was noted. Once the patient turned the ins back on, they felt stim. The patient felt like they had the implant without really knowing what they were doing. After implant, amp was at 1.8. The patient noted: "the only indicator I got that it was helping fairly significantly" was when patient and spouse were on a 5 hr car trip and the patient did not have to stop to use the rest room. Usually, "I have to go a lot when I'm in the car and if I can't get to a bathroom, I really am in pain." Other than that, the patient felt like they were still going a lot. "Sometimes not that much compared to how it had been. I also felt like I was retaining fluids." The patient was wondering if the amp should be increased. The patient started trying to figure out how to use the 3037 about a week ago. The patient read that when not using it, it should be turned off to save the batteries. The patient actually turned off the ins along with the 3037 being off so they had not felt stim for a week. Today ((B)(6) 2013 ) the patient turned the ins back on and increased amp to 2.0. It kind of gave the patient a jolt to go from no stim to 2.0. The patient now felt stim. The patient did not know "how to leave this" the 3037, now that it was on and set. The patient planned to leave at this setting for at least 24 hrs. If it becomes uncomfortable, then decrease to 1.9. If there is not difference in the patient's symptoms, the patient may try increasing the amp again. The patient had questions regarding what "changing the program means." It was reviewed the option of having 4 programs. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va09wps, implanted: (B)(6) 2013, product type: lead. (B)(4).